Event description:
It was reported that the pump continued to alarm downstream occlusion and the alarm triggered during infusion. There were no air bubbles in the line. Troubleshooting was performed but the alarm persisted. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d3 - mfg establishment name. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.